Event description:
The customer called to report that they were hospitalized for low bgs. The customer stated that the pump was shooting out the insulin and they did not pay attention to the display. The customer re-prime with the pump attacted. The pump shot lot insulin into their body. Troubleshooting was performed. The customer tried three reserviors and the doctors at the hospital were not able to fix the pump. Advised the customer to maintain the back up plan of manual injections.